Event description:
Customer reported via phone call to have received a motor error alarm during bolus delivery. Customer reports of not being able to keep blood glucose above 37 mg/dl. Customer's blood glucose was 118 mg/dl. During troubleshooting, it was found that customer was not exposed to magnetic field or MRI. Customer does use sensor features. Customer was able to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was monitored with a test water fill reservoir, several bolus and a basal rates was programmed. The insulin pump display properly matched units left at test reservoir during testing. No anomaly with unit left at display versus unit left at test reservoir noted. The piston was working okay during test noted. No motor error alarm noted and the motor passed the motor test. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.